Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bite is no longer aligned causing difficulty chewing. Their dentist informed them that they have a cross bite, and the aligners are the cause. They also have a cavity that will need to be repaired. Requested diagnosis findings and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.